Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on december 28, 2020. Device evaluation summary: during the visual evaluation of the device a tear measuring approximately 0.5 cm was observed on the anterior view. Leak testing was performed in accordance with mentor's procedures and there were no more leak sites. Microscopic examination was performed on the edges of the rupture, and parallel striations were found measuring approximately 0.1 cm. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause of the rupture in the remaining area of the tear could not be identified. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusions to pathology for examination. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, the analysis was completed based on a photo that was provided. During the visual evaluation of the picture, no apparent damage or visual anomalies were observed in the product. On (B)(6) 2020, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. (B)(4).

Event description:
It was reported that a (B)(6) year-old hispanic/latino female patient underwent a revision breast augmentation with two 450cc mentor memorygel breast implant and experienced bilateral rupture and capsular contracture (grade unknown) and left-sided late onset seroma postoperatively. No cytopathology result was provided for the seroma. The patient stated that her entire left breast felt very hard. Three weeks prior to reaching out to mentor, ultrasound was done on the patient¿s left breast, and the result indicated rupture. As a result, the patient underwent bilateral removal without replacement on (B)(6) 2020. Upon explantation, the right-sided implant was found to be ruptured. The patient's surgeon stated that both implants were placed in biohazard bags and sent to the patient as requested by the patient. This report is for the right-sided prosthesis.